Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient discovered the infusion set tubing had broken at the luer lock while checking on his toddler during the night. The patient replaced the cassette and infusion set tubing, although no issue was reported with the cassette. There was a patient involvement and there were no additional adverse consequences.